Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy has stopped due to power on reset (por) as of date notified. The por is not related to an over discharge, and it was confirmed it is an informational por. Troubleshooting was attempted but the por could not be cleared. Follow up with the healthcare provider (hcp) is to be conducted. The patient stated date notified is the first time they have seen the por message. Later on date notified the patient confirmed they were able to clear the informational por. The patient's indication for implant is essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were no known circumstances that led to the power on reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.